Manufacturer narrative:
(B)(4). Cat# 010000662 lot# 6886707 g7 pps ltd acet shell 50d. Cat# 010000999 lot# 6825839 g7 screw 6.5mm x 30mm. Cat# 192510 lot# 827220 echo por fem red lat nc 10x130. Cat# 12-115121 lot# 2986081 cer bioloxd mod hd 36mm std nk. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left hip arthroplasty. Subsequently, the patient is being considered for a pmi product on an unknown day due to dislocation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: all of the provided images demonstrate anatomic alignment of the total hip arthroplasty which appears intact and demonstrates no periprosthetic lucencies. No signs of dislocation noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.